Manufacturer narrative:
Phone - (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
A healthcare professional reported that a patient experienced left side palpable and painless nodule and rupture. Ultrasound and MRI results report rupture and silicone migration. Device explanted.